Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 640 mg/dl with moderate ketones. Elevated bg was address by a bolus, ultimately customer went to the hospital and was admitted to the intensive care unit due to bg. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2021.